Event description:
(B)(4). I has essure placed in (B)(6) 2009 at my dr's office. The cost was. Covered by insurance. My health rapidly declined in the years following implantation. I have many issues that I link to essure including: irregular menstrual cycles, heavy bleeding, large clots, debilitating menstrual cramps, pelvic pain, pain after intercourse, autoimmune issues, joint pain, chronic inflammation, migraines, "hivewwight gain," bloating, loss of libido, yeast infections (chronic), gerd, esophagitis, tingling in hands, brain fog, muscle spasm, insomnia, night sweats, dental issues, adrenal fatigue.